Event description:
It was reported that one week following a coronary stenting treatment procedure, the patient returned complaining of chest pain. The 2004 interventional procedure was a very difficult one involving a long lesion in the svg to the marginal branch. The physician was "barely" able to deliver and deploy the express2 4.0 x 24 mm and the express2 4.0 x 20 mm stents to the lesion. The physician noted a slight abnormality distal to the stents following deployment. He indicated that this was a procedural complication, not a product issue. At that time, he chose not to treat the area as it was such a difficult procedure and the patient had received so much contrast. The patient returned a week later with chest pain. At that time, a second intervention was performed. Angiography revealed that the previously noted area of "abnormality" appeared to be a dissection. He attempted to advance a vision stent to the area, but the stent came off the balloon. He expanded the vision stent where it had dislodged and re-dilated the 2 previously placed express2 stents. He then advanced a 3rd express2 stent (size unknown) through the 3 previously placed stents to cover the area he presumed was a dissection. The physician indicated that there was "nothing wrong with your stents." The physician indicated that he was satisfied with the result of the second procedure. The patient was discharged to home in stable condition. Same case as MFR's #6000093 2004-00087.